Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the pump powered up to the verify screen with auditory and vibratory features. The keypad cover was found to be torn. The contrast and ¿up¿ buttons were unresponsive while the ¿down¿ and ¿ok¿ buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Additionally, the ¿up¿ and ¿ok¿ button contact were inverted. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the keypad buttons had tactile issues and some of the button contacts were inverted. This report is made based on the results of investigation completed on (B)(4) 2015.